Manufacturer narrative:
One blue line ultra tracheostomy tube was returned for analysis in used condition. No discrepancies found upon visual inspection of the device. The sample was then inflated while immersed in water; burbling was observed coming out of the cuff. Relevant documents and the manufacturing process were both reviewed and deemed adequate. Cuff assembly operation and inflation line assembly operation were both reviewed; no discrepancies noted. Inflation testing was performed on 32 units; no deflated cuffs were detected during testing. Based on the evidence, the complaint is confirmed. The root cause was found due to user interface.

Event description:
Information received a smith medical tracheostomy/pvc - portex tubes blue line ultra was used to intubate a patient and after intubation the provider noticed a leak in of air in the cuff, which required a tracheostomy change out for airway control. After removal of old device a pinhole was found in cuff. No patient injury occurred. Airway management was compromised.